Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that protective needle shield was found missing on a bd insyte¿ autoguard¿ shielded IV catheter prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: device/batch history record review: the lot number was built on afa line 4, from march 8, 2017 through march 14, 2017. Packaged on packaging line 11, from march 14, 2017 through march 15, 2017. The review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set up and in-process inspections for product quality including missing components were performed at various stages throughout the process and all the inspections passed per specifications. Observations and testing: received a 24ga insyte autoguard unit within an open package, all the components (including the needle cover) present. Visual/microscopic examination: the needle cover was present. The cannula was fully retracted inside the safety barrel. The needle was pushed to the out position during evaluation and the needle was not bent or damaged. Traces of blood were present on the catheter tip and the cannula bevel. There was a v-shaped cut near the tip of the catheter tubing. The peura (end user risk analysis) was performed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. It cannot be conclusively determined whether the defect of needle through catheter was caused during manufacturing processes or during manipulation of the device in the user environment. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.